Event description:
Needle would not withdraw after firing. Further communicaton with the customer revealed that the physician had to cut along the shaft of the breast to remove the needle. When the needle was removed, the cutting section of the distal needle was somewhat off center and entrapped a piece of breast tissue between the tip of the needle and the cutting section.